Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and there were no damaged cables to be observed. The instrument passed recognition and engagement tests when placed on an in-house system. Additional observation(s) : there was one (1) bent grip, causing a misalignment of grip tips. The offset at the tips was 0.61mm. The grips were not cracked. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. Correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.